Manufacturer narrative:
The reported product is not expected to be returned as the customer's contact information is not available. A review of the device history record (DHR) review has been requested. Once additional information is obtained, a follow-up report will be submitted. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from ansm which reported the following information: a pharmacist reported on behalf of a customer, that the adc blood glucose meter provided the reading 107 mg/dl consistently for some time. It was further reported that on (B)(6), the customer began "not feeling well" (symptoms unknown) and called the paramedics. When paramedics arrived, a reading of 245 mg/dl was obtained on their meter and customer was transported to the hospital. At the hospital, an additional reading of 245 mg/dl was obtained (device unspecified) and customer was diagnosed with hyperglycemia and given unspecified treatment. The customer remained in the hospital for 6 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of the freestyle freedom lite (papillon vision) meter is 5 years. As the manufacturing date of this product is in 2009, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the freedom lite meter. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Abbott diabetes care received a user report from ansm which reported the following information: a pharmacist reported on behalf of a customer, that the adc blood glucose meter provided the reading 107 mg/dl consistently for some time. It was further reported that on (B)(6), the customer began "not feeling well" (symptoms unknown) and called the paramedics. When paramedics arrived, a reading of 245 mg/dl was obtained on their meter and customer was transported to the hospital. At the hospital, an additional reading of 245 mg/dl was obtained (device unspecified) and customer was diagnosed with hyperglycemia and given unspecified treatment. The customer remained in the hospital for 6 days. There was no report of death or permanent impairment associated with this event.